Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. The issue was eventually able to be recreated. The issue only occurred when spinning with the site's drapes. If no drapes were used no inaccuracy was noted. The non medtronic brand drape used by the site was noted to be thicker then medtronic brand drapes for the system.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was a 5 mm inaccuracy dentral. Manufacturer representative denied movement of the patient reference frame during any 3d spin. Surgeon suspected the inaccuracy when the first half of the screws were placed. After respinning the screws were placed accurately. The same inaccuracy was noted for the second half of screws as well. Similarly a respin and replacement resolved the inaccuracy for those screws as well. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.